Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a return of symptoms. An alarm was not heard but confirmed by telemetry for a critical alarm due to a motor stall. It was noted the stall was constant and occurred on (B)(6) 2010 and tube set on (B)(6) 2010. Patient informed the physician of past motor stall messages but physician continued to reprogram her pump; the logs showed multiple updates after the date of a stall. The pump contained morphine at a concentration of 50 mg/ml but the dosage was unknown. The system was replaced. Additional information has been requested and will be made as follow-up as it becomes available.